Manufacturer narrative:
Section d5: operator of device corrected. Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the system controller having a damaged screw was confirmed, as the returned system controller (serial number (B)(6)) was observed to have a broken backup battery cover screw upon arrival. The head of the screw was observed to have been severed, leaving the body of the screw stuck in the threading. The controller was functionally tested and operated as intended despite the damaged screw. A manufacturing analysis task was created under a separate event to investigate the root cause of the controller¿s backup battery cover screw becoming broken out-of-box. A specific root cause for the reported events could not be conclusively determined through this evaluation. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: there was no patient involvement. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that one of the out of box system controller's retaining screws broke off while setting up. The screwhead broke off and there was part remaining in the system controller. The system controller had not been assigned to the patient and was not on the patient. A different system controller was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.